Event description:
This report summarizes <noe> 7 </noe> malfunction events related to lens damaged. A review of events indicated that the iol model pcb00 experienced cartridge tip cracked/damaged.

Manufacturer narrative:
Corrected data:   this report is to correct the initial vmsr.   Section b5 initially reported <noe> 16 </noe> events. Correcting the number of events from <noe> 16 </noe>  to <noe> 7 </noe> events. The remaining 9 events will be submitted as individual initial mdrs.   Based on the reported information, 7 events reported as cartridge damage and cartridge tip damage meet the criteria for a single malfunction code (1135). The remaining 9 events contain other ancillary details in addition to the malfunction code (1135). Therefore, these 9 events will be submitted as initial individual mdrs. Refer to list below for the 9 affected serial numbers: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
There are 4 investigations completed during this period. Breakdown of 4 investigations with respective serial numbers are as follows: (B)(6), cartridge tip cracked/damaged; (B)(6), no issues identified; (B)(6), cartridge tip cracked/damaged, stuck in cartridge; (B)(6), cartridge tip cracked/damaged. The investigations concluded, that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Breakdown of 16 events is as follows: cartridge crack, rod stiff: 2. Cartridge damaged: 2. Cartridge tip cracked/damaged: 5. Cartridge tip cracked/damaged, delivery issue: 1. Cartridge tip cracked/damaged, flash: 1. Cartridge tip cracked/damaged, rod stiff: 1. Cartridge tip cracked/damaged, stuck in cartridge: 2. Lens damaged: 1. Override, rod stiff: 1. (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4). Investigation were completed, and 2 investigations are pending from this period. Breakdown of 14 completed investigations: (B)(4). The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 16 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.